Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, chemotherapy around time of implant placement, bone resorption, peri-implantitis, pain, inflammation, mobility.